Event description:
It was reported that during preparation for a drug eluting stenting treatment procedure, a stent strut was lifted up on a 2.5x8mm taxus express2 stent when it was removed from the package. There was no patient contact. The procedure was successfully completed with another 2.5x8mm taxus express2 stent. Patient status is reported as "good".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. As the batch number is unknown, a review of the manufacturing documentation could not be completed. The most probable root cause of the reported difficulty is determined to be handling damage.